Manufacturer narrative:
Product technical complaint (ptc) investigation and final assessment were received on 07-mar-2016 the bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced continuous pain in her lower area. She wanted essure out of her. This event was considered serious and listed in the reference safety information for essure. The term disability was only mentioned as event outcome and the reporter did not specify it. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since consumer wanted to essure out of her. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case mw5058367) in united states on 29-dec-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. The consumer received the following concomitant medication: losartan potassium (losartan potassium) and metoprolol tartrate (metoprolol tartrate). Back in 2011 consumer was diagnosed with endocarditis and her surgery was due to mitral valve regurgitation in 2013. In 2011, she had a busted blood vessel, it burst inside of her brain and had a stroke on left side. Consumer reported she received the essure back in 2013 before she underwent her heart condition. All the while having this device she is experiencing headaches, continuous pain in lower area, hair had fallen out in the top of her head and she always feels nausea on the stomach. She has been to gynecologist doctor and she did an ultrasound on consumer. The physician stated that all her reproductive organs are ok. She prescribed her ibuprofen 800 for the pain. She reported the essure also have caused depression in her life because of the pain she is experiencing. She wanted essure out of her. She feels like needles are continuously sticking her body inside ever since she had essure inserted. The reporter mentioned the following event outcome disability and permanent damage, however she did not provide further details. Follow-up information received on 04-jan-2016: no new clinical information. Follow-up information received on 06-jan-2016: no new clinical information. Follow up information received on 07-jan-2016: consumer informed she did not get a lot number when essure procedure was done. Follow-up from 13-jan-2016: no response to follow up attempts was received to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced continuous pain in her lower area. She wanted essure out of her. This event was considered serious and listed in the reference safety information for essure. The term disability was only mentioned as event outcome and the reporter did not specify it. In this case, no alternative explanation was provided. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since consumer wanted to essure out of her. Additionally, non-serious events were reported. Further information could not be obtained. A product technical analysis is being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.